Event description:
International affiliate reported that one corner of the mesh delaminated during use. Device was stapled in place. No adverse pt consequences were reported and device remains implanted.